Event description:
It was reported that the patient experienced multiple transient ischemic attacks (tia) in transport to the emergency room. Upon hospital arrival, imaging showed a cerebral vascular accident (cva), with a large blood clot on the left side of the brain. A left carotid artery dissection and aneurysm were also noted. Thrombolytic therapy, tissue plasminogen activator (tpa), was started and a sheath was advanced for clot aspiration. Once placed, blood was noted to be coming out of the sheath. A 7x40mm absolute pro, self-expanding stent delivery system (ses), was advanced into the patients left carotid artery, and resistance was noted. Reportedly, the patient had a difficult arch and tortuous anatomy. The thumb retractor remained locked; however, under fluoroscopy, the stent had moved distal from the position markers and appeared to partially deploy. The physician deployed the stent in an unintended location, proximal to the aneurysm and dissection in the left carotid artery. After implantation, another distal dissection was noted around the initial dissection. An xact stent was implanted on the entire dissection, finishing the procedure. There was a clinically significant delay since the patient had blood coming out of the sheath during the procedure. Currently, the patient is unresponsive and on a ventilator. There was no additional information provided.

Manufacturer narrative:
(B)(4) - indication for use. It is indicated that the device is not returning for evaluation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. The device was being used in the carotid artery. Per absolute pro, indication for use states (IFU): the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. In this case, it may be possible that the off-label use contributed to the reported difficulties and subsequent patient effects. It should also be noted that dissection is a known observed and potential patient effect as listed in the absolute pro instruction for use (IFU). Cine images were returned and reviewed by an abbott clinical specialist. The cine review was able to confirm the tortuous anatomy and stent pre-deployment. The progressed dissection segment, however, was not confirmed. Based on the reviewed information, no product deficiency was identified.